Event description:
It was reported that the pt underwent a revision surgery to remove and replace the posterior construct with two broken rods. No pt complications were reported.

Manufacturer narrative:
Both rods were returned to medtronic for eval. Visual examination confirmed each rod has fractured cable fibers occurring at each rod flange. A review of the device history records found no documentation to indicate a non-conformance to specification.